Manufacturer narrative:
No a25, a35 or a45 alarms noted during the rewind or prime sequence. The unit passed self test. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Event description:
It was reported that the customer received a watchdog set test failure alarm. Customer's blood glucose level at the time 120mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.